Manufacturer narrative:
No on-site investigation of the ventilator was requested. The healthcare facility reported performing preventive maintenance on the ventilator, with no anomalies identified. The ventilator has been returned to clinical use. Ventilator logs were provided for review. However, due to continuous use, the entries in the event log have been overwritten, preventing confirmation of the reported low minute volume. The technical log was also reviewed and did not contain any technical error codes indicative of ventilator malfunction. There is no evidence to suggest a malfunction of the ventilator. The root cause of the reported low minute volume could not be conclusively determined during the investigation. However, the most probable cause is suspected to be a leakage in the patient circuit. An update of field # d4 - unique identifier (UDI) #, e4 - serial#, and # h4 - manufacture date were performed after additional information was received. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4) e4 - serial# - previous serial#: n/a. Corrected serial#: (B)(6) - manufacture date ¿ previous manufacture: missing. Corrected manufacture date: 06/18/2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during the patient's treatment, the ventilator delivered a low minute volume, leading to desaturation to an unknown level. The ventilator was replaced twice consecutively, after which the patient's condition improved. However, the patient later passed away. The death was not reported to be directly related to the ventilator. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the serial number is unknown.